Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tube of a 6/7f mynxgrip vascular closure device (vcd) did not descend when the sheath was pulled back. There was no patient injury. The issue occurred during a peripheral angiogram interventional procedure using a retrograde approach. The deployer is mynx certified. A 6f non-cordis sheath was used with an ultrasound aided arterial puncture. The vessel was greater than 5mm. Manual compression was used to achieve hemostasis. The white advancer tube wasn't visible. The device is being returned for evaluation.